Event description:
The ocusoft dry eye mask causes a non-removable dye transfer (blue) to any surface it is left on after use. It caused permanent damage to my countertop which will now require me to have it replaced. I can only surmise what type of dye transfer takes place when left on one's face during repeated usage and therefore the product should be investigated for its relative safety for use by the public. Ocusoft. FDA safety report ID # (B)(4).